Event description:
Wechat:05k/allura xper fd20/software startup problem. It has been reported that there was startup problem. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the procedure was completed as planned by restarting the same system. The philips remote service engineer (rse) analysed the system remotely and confirmed the software startup problem. The rse noticed faulty power system software and instructed the customer to power off, then restart and restore the system. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.